Manufacturer narrative:
(B)(4). The device referenced in this report was returned for evaluation. Engineering found a bite mark on the tip and some contamination on the articulation sleeve area. The system error 31 was able to be reproduced during the investigation. During destructive analysis, it found a thermistor+ trace crack and open on gastro flex #7 soldering area which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. The likely possible root cause of the reported system error was due to electrical component (fpbc) trace micro crack because of insufficient reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was scheduled to have a cardiac function exam was already sedated and on the table. Before the exam started, the doctor performed equipment testing; however, a temperature monitoring (usacquisitionhw_31) error message was displayed when the transducer was connected to the ultrasound system. The doctor replaced the system with a similar but different system to complete the intended exam. There was no patient adverse event reported. No additional information was provided.